Manufacturer narrative:
B5 - the reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The reporter requested assistance from a consultation doctor due to lens rotation. The reporter stated "rotated 8 degree clockwise after horizontal implantation. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. Claim #(B)(4)

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The reporter requested assistance from a consultation doctor due to astigmatism. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).